Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent a pump exchange on (B)(6) 2018. The patient was originally being exchanged for a driveline infection (previously unreported); however, the pump was exchanged sooner than anticipated due to suspected thrombosis. Driveline cultures tested positive for serratia marcescens on (B)(6) 2018 , positive for klebsiella oxytoca on (B)(6) 2018 , positive for serratia marcescens on (B)(6) 2018 and positive for pseudomonas aeruginosa on (B)(6) 2018. The patient was treated with oral omnicef and bactrim until the last september culture result at which point was then started on intravenous cefepime at home. Suspicion for pump thrombosis began when the patient's lactate dehydrogenase (ldh) increased to 595 u/l on (B)(6) 2018. On (B)(6) 2018, the patient was admitted to the hospital with an ldh of 898 u/l, which increased to 910 u/l on (B)(6) 2018 with corresponding hematuria and up-trending in power and flows.

Manufacturer narrative:
Device evaluation: a specific cause for the patient¿s driveline infection could not be conclusively determined through this investigation; however, thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). (B)(4) was returned assembled with the driveline severed approximately 8.5 inches from the pump housing. The remainder of the driveline was returned in two segments measuring approximately 5.5 inches and 25 inches, respectively. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(4), a soft, pink, tissue-like deposition was found on the distal-side of the inlet stator. The deposition¿s lack of laminated layering and lack of denaturation suggests that it was not present in the pump for an extended period of time while (B)(4) was supporting the patient. Furthermore, this deposition did not appear to have formed in this location and likely, originally formed elsewhere. Further analysis revealed, a larger, tissue-like deposition surrounding the bearing ball within the proximal-side of the outlet stator. A portion of the deposition appeared to have formed in concentric layers, suggesting that it originally formed in the outlet stator. This, along with its areas of denaturation and the contact marks observed at the distal-end of the rotor indicate that the deposition was present for an undetermined amount of time while (B)(4) was supporting the patient. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, if these depositions or similar depositions were in the pump or passing through the pump during operation, they could have potentially contributed to the reported elevations in pump power, as well as the report of elevated lactate dehydrogenase (ldh). Upon removal of the depositions, the device was cleaned. The bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. Infection (driveline, pump pocket, and local), device thrombosis, and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.